Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 28jul2016 in describe event or problem. Evaluation summary: a male patient reported while using a humapen ergo ii device that the injection button could not be pushed down. He experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerned a (B)(6) male patient. Medical history included hypertension and heart disease. Concomitant medications included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) from a cartridge via reusable pen (humapen ergo ii) 26 unspecified units in the morning, 8 unspecified units each evening, and 12 unspecified units at night subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2014. On unspecified date, reported as normally, his fasting blood glucose was around 10 mmol/l (no reference ranges were provided) and postprandial blood glucose was around 15 to 16 mmol/l (no reference ranges were provided), so he adjusted his night dosage from 12 to 14 unspecified units by himself. He had not recovered from the event. Exact time to onset unknown, he had hypoglycemia condition at night after taking insulin lispro protamine suspension 50%/insulin lispro 50%, so his physician did not recommend injecting the nigh dose. His fasting blood glucose in the morning was always high, its measure was 15. He was pre-planned electively hospitalized to adjust blood glucose and insulin dose adjustment. In (B)(6) 2015 he had issues with his humapen ergo ii, it was used for six months, since the beginning of the therapy, the injection button could not be pushed down (pc 3695901, lot unknown) and he replaced it with a new humapen ergo ii which after using it for two days the button could not be pushed down and was replaced with another humapen ergo ii that was used from (B)(6) 2015 until sometime on 2016 that it was replaced because the injection button could not be pushed down ((B)(4), lot. 1502d01). By (B)(6) 2016 his type 2 diabetes had some transferred to type1 and his blood glucose was still not controlled well. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. The user of the devices and its training status was not provided. The device model duration of use was not provided but started since (B)(6) 2014. The first ergo ii model duration was approximately six months, the second ergo ii was two days and the third ergo ii was used from (B)(6) 2015 to some time on 2016. If devices were returned, evaluation would be performed to determine if a malfunction had occurred. It was unknown if the use of the suspect devices was continued. The consumer reporter related the first blood glucose event to insulin lispro protamine suspension 50%/insulin lispro 50% therapy, and did not know if the remaining events were causally related to insulin lispro protamine suspension 50%/insulin lispro 50% therapy or any of his devices. Update 23-jun-2016: additional information received on 20-jun-2016 from the initial reporter via psp, case was upgraded to serious. Updated age at onset and date of birth, added medical history, dosage tab. Added dosage regimen and batch number for suspect drug; three suspect humapen ergo ii, added concomitant medication information, serious event of blood glucose abnormal; non-serious events of diabetes mellitus aggravated, hypoglycemia, blood glucose increased and blood glucose abnormal. Updated corresponding fields and narrative accordingly. Edit 29jun2016. Case was opened to enter the medwatch device fields for device mailing. No new information. Edit 05-jul-2016: added product complaints to narrative. No further changes performed. Update 16-jul-2016: follow-up information received on 22-jun-2016 included (B)(4) which had been previously processed. No changes performed to the case. Update 22-jul-2016: upon review, this case was opened to update the complaint association with the correct device and lot number in the narrative. Update 28jul2016. Additional information received 27jul2016 from the product complaint safety database. Update 28jul2016. Additional information received 27jul2016 from the product complaint safety database. To the first device tab added the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the device medwatch information, and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information from the initial reporter via psp, concerned a (B)(6) male patient. Medical history included hypertension and heart disease. Concomitant medications included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog mix 50) from a cartridge via reusable pen (humapen ergo ii) 26 unspecified units in the morning, 8 unspecified units each evening, and 12 unspecified units at night subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2014. On unspecified date, reported as normally, his fasting blood glucose was around 10 mmol/l (no reference ranges were provided) and postprandial blood glucose was around 15 to 16 mmol/l (no reference ranges were provided), so he adjusted his night dosage from 12 to 14 unspecified units by himself. He had not recovered from the event. Exact time to onset unknown, he had hypoglycemia condition at night after taking insulin lispro protamine suspension 50%/insulin lispro 50%, so his physician did not recommend injecting the nigh dose. His fasting blood glucose in the morning was always high, its measure was 15. He was pre-planned electively hospitalized to adjust blood glucose and insulin dose adjustment. In (B)(6) 2015 he had issues with his humapen ergo ii, it was used for six months, since the beginning of the therapy, the injection button could not be pushed down (pc pending, lot unknown) and he replaced it with a new humapen ergo ii which after using it for two days the button could not be pushed down (pc pending, lot. Unknown) and was replaced with another humapen ergo ii that was used from (B)(6) 2015 until sometime on 2016 that it was replaced because the injection button could not be pushed down (pc pending, lot. 1502d01). By (B)(6) 2016 his type 2 diabetes had some transferred to type1 and his blood glucose was still not controlled well. Information regarding corrective treatment was not provided. Outcome of the events was unknown. Insulin lispro protamine suspension 50%/insulin lispro 50% treatment was continued. The user of the devices and its training status was not provided. The device model duration of use was not provided but started since (B)(6) 2014. The first ergo ii model duration was approximately six months, the second ergo ii was two days and the third ergo ii was used from (B)(6) 2015 to some time on 2016. If devices were returned, evaluation would be performed to determine if a malfunction had occurred. It was unknown if the use of the suspect devices was continued. The consumer reporter related the first blood glucose event to insulin lispro protamine suspension 50%/insulin lispro 50% therapy, and did not know if the remaining events were causally related to insulin lispro protamine suspension 50%/insulin lispro 50% therapy or any of his devices. Update 23-jun-2016: additional information received on 20-jun-2016 from the initial reporter via psp, case was upgraded to serious. Updated age at onset and date of birth, added medical history, dosage tab. Added dosage regimen and batch number for suspect drug; three suspect humapen ergo ii, added concomitant medication information, serious event of blood glucose abnormal; non-serious events of diabetes mellitus aggravated, hypoglycemia, blood glucose increased and blood glucose abnormal. Updated corresponding fields and narrative accordingly. Edit 29jun2016. Case was opened to enter the medwatch device fields for device mailing. No new information.